Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the system was running at a slower rate than normal. The representative then replaced the computer to resolve the reported issue. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the computer for the navigation system was not functioning as designed. No additional information was provided. There was no patient present when this issue was identified.